Event description:
A customer contacted baxter spain reporting a high drain volume alarm in cycle 6 during use of a homechoice (hc) device. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No further information was available. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The serial number of the device is unknown and therefore a device analysis cannot be completed.